Manufacturer narrative:
(B)(4). Medical devices: 11-104260 mlry-hd hexlc acet shl 60mm unknown; unknown head; unknown stem. (B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Review of the complaint history determined that no further action is required root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in the associated risk documentation if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient has been indicated for revision due to wear. No revision has been reported to date. Attempts to obtain additional information have been made; however, no more is available at this time.